Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: after several attempts manufacturer contacted customer on (date) in a follow-up call in order to ensure the customer's condition since the initial call; customer had no symptoms and no medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 89, 68 and 97 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. The customer stated that she was feeling bad on (B)(6) 2017 with low results (no actual symptoms provided). Customer stated pharmacist advised her not to take medication when results are low; customer stated she did not take medication the day of call (medication name not provided). Customer stated she would visit her doctor today due to the results from the meter and for doctor to reconcile her medication if necessary. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 185 mg/dl and 195 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): the 121mg/dl (B)(6) 2017 10:06 pm fasting: yes, 97mg/dl (B)(6) 2017 06:00 pm fasting: yes, 144mg/dl (B)(6) 2017 10:40 pm fasting: yes, 150mg/dl (B)(6) 2017 10:36 pm fasting: yes, 89mg/dl (B)(6) 2017 06:07 pm fasting: yes. Memory concerns: 97mg/dl.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: after several attempts manufacturer contacted customer on (date) in a follow-up call in order to ensure the customer's condition since the initial call; customer had no symptoms and no medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 89, 68 and 97 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. The customer stated that she was feeling bad on (B)(6) 2017 with low results (no actual symptoms provided). Customer stated pharmacist advised her not to take medication when results are low; customer stated she did not take medication the day of call (medication name not provided). Customer stated she would visit her doctor today due to the results from the meter and for doctor to reconcile her medication if necessary. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 185 mg/dl and 195 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: 97mg/dl.